Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02850. It was reported that x-ray imaging confirmed that the patient's leads had migrated. In turn, surgery occurred to explant and replace the leads. Effective stimulation was established post-operatively.